Manufacturer narrative:
Two year retrospective review of similar products sold into the us that are mfg and sold by bd outside of the us. (B)(4). The report was received from (B)(6). The hosp and pt info are confidential and will not be released. Results: the sample was not available for eval. A review of the lot history records were reviewed and no irregularities were noted during the manufacture of reported lot number 7067748. Conclusions: since the sample was not available for eval, we were unable to determine a root cause for the problem encountered. (B)(4).

Event description:
The catheter separated from the luer lock adapter during use.